Event description:
It was reported the device was being used during an unknown procedure. The device did not work. The caller did not know how the case was completed. The caller stated there was no adverse pt outcome.